Manufacturer narrative:
To investigate the customer's issue the historical performance of reagent lots 69018m800 and 68026m800 were evaluated using world wide data. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lots 69018m800 and 68026m800 are within the established control limits. Therefore, no unusual reagent lot performance was identified for lots 69018m800 and 68026m800. Review of the ticket trending and lot searches did not identify an increase in complaint activity related to falsely elevated results. Labeling was reviewed and found to adequately address the issue under review. Use error may have contributed to the customer's erratic elevated results as the complaint text indicates fibrin in the sample may have caused the issue. Taken together, no product deficiency was identified for architect ca19-9xr assay.

Manufacturer narrative:
This report is being filed on an international product list 02k91-38, that has a similar us product distributed in the us, list 02k91-29. (B)(6). An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account generated falsely elevated and inconsistent architect ca19-9xr results with 3 patient samples. ID (B)(6) generated architect ca19-9xr of 37.5, 50.2 iu/ml (s/n (B)(4), lot 69018m800) and 64.3, 44.6 iu/ml (s/n (B)(4), lot 68026m800). ID (B)(6) generated architect ca19-9xr of 60.9, 61.0. (S/n (b)(), lot 69018m800) and 42.0, 45.8 iu/ml (s/n (B)(4), lot 68026m800). Patient 3 generated architect ca19-9xr of 7.85, 7.65 iu/ml (s/n (B)(4), lot 69018m800) and 70.99, 7.65 iu/ml (s/n (B)(4), lot 68026m800). No specific patient information was provided. No impact to patient management was reported.